Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized due to the peritonitis. Treatment, event outcome, and the action taken with dianeal pd4 ambuflex and dianeal pd4 ultrabag were not reported. The nurse stated the peritonitis was related to dianeal pd4 ambuflex and dianeal pd4 ultrabag therapy. The nurse also reported that the peritonitis was because the patient did not do what the nurse told him to do. The consumer and nurse declined to provide further information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd879163 and gd878223 with no issues detected during manufacturing of these batches. The complaint was not confirmed and the cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted.